Event description:
It was reported that the patient was seen in the hospital for damage to the driveline. The patient stated that the pump had been off for several hours. An arteriogram was performed, and then the modular cable was exchanged. Following the modular cable exchange, the controller and ventricular assist device (vad) were able to be restarted. Review of the patient's log files showed that the pump had stopped at some point on (B)(6) 2022 between the time of 12:36:01 and 13:36:01. The log captured a controller internal fault and that the controller's fuses were open. When the controller was turned on following the modular cable exchange the system controller read "replace system controller" so the system controller was also exchanged. While the pump was off the patient experienced symptoms of shortness of breath, an altered mental status, and chest pain. There was visible damage to both the modular cable and the system controller. The patient had damaged their equipment on accident, however an exact cause was not known. Related MFR # of the pump: 2916596-2022-12262. Related MFR # of the modular cable: 2916596-2022-12752.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned system controller serial number (B)(4) revealed that both fuses were open. As a result, the system controller was not able to operate the test pump during analysis. The fuses were replaced and the system controller operated the test pump as expected. The log files were successfully retrieved from the system controller. The event log file contained data recorded on (B)(6) 2022, from 12:53 to 19:45 where various alarm conditions were recorded, including controller internal fault, lvad off, low flow, and loss of lvad comm. In addition to the alarms, both fuses were also open. The periodic log file contained events recorded from (B)(6) to (B)(6) 2022. The recorded information revealed normal operation until july 10, 12:36. The next entry captured at 13:36 revealed the speed was 0 rpm, there were controller internal fault, lvad off, low flow, and loss of lvad comm alarms and both fuses were open. In conclusion, the atypical events captured in the log files and the damaged fuses appeared to be related to the mechanical damage of the modular cable internal wires which would result in an electrical contact/short between the wires representing the power lines and the ground. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.